Event description:
It was reported that the pump battery was unresponsive. The customer's blood glucose level was 117 mg/dl. Tandem technical support instructed the customer through several troubleshooting steps, including confirming the pump was not plugged into a power source and attempting to charge it using different cables and outlets. None of these actions resolved the issue, so the technical support team arranged to replace the malfunctioning pump. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy until the replacement arrived. The customer was instructed to return the faulty pump using a pre-paid label within ten days and demonstrated understanding of these instructions.